Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front electrode of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated to keep area clean and wash with soap and water. Follow up indicated that the skin irritation improved.